Manufacturer narrative:
According to the independent film review, possible contributing factors to the stent fracture include the 's-like stenosis of the vessel, calcification and repeated post-dilation of the stent associated with its' under-expansion in the bend. There are vessel and procedural factors that may have contributed to this event. This file was originally determined to be not reportable for MDR as at the time of determination, cypher select was not sold in the us and was not considered to be similar to the us cypher select product. Since then, cordis has revisited the definition of "similar" and cypher select is considered a similar product. The file was re-opened for the receipt of add'l info and the reportability was re-assessed according to the new definition and is therefore being submitted for MDR.

Event description:
A male pt of unk age and medical history developed a stent fracture six mos post cypher stent implantation. The reason for the pt's initial admission to hosp was not reported; but an angiogram revealed a lesion in his proximal to distal rca. The pre or intra procedural admin of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The proximal to distal rca lesion was described as de novo and 55mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00x33mm cypher stent at an unk maximum inflation pressure. The stent was then post-dilated. This was followed by the more distal and non-overlapping placement of a non-cordis des in the totally occluded distal rca. According to the IFU, vessels requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of a lesion in order to prevent migration of the proximal stent or disruption of its' geometry. The post procedural admin of asa or plavix was not reported. Six mos after the index procedure, underwent a repeat angiogram that revealed fracture of the previously implanted cypher stent. The physician opted to leave the lesion untreated at this time. This stent fracture of the distal aspect of this stent was later confirmed by an independent review of the films. This review also indicated that there were aneurismal changes, but no restenosis noted at the site of the cypher stent. The product remains implanted in the pt and is thus not available for eval. In addition, a DHR review could not be performed since the lot number was not provided.